Event description:
The user facility reported that the patient on impella 5.5 experienced ventricular tachycardia (vt) overnight and rosc obtained after 1 round of CPR and 1 lido administered. The next morning the patient went into vt again and 1 lido was given then subsequently started on a lido infusion. The impella p-level was raised post vt. Several days later the patient was successfully transplanted.

Manufacturer narrative:
Purge cassette failure: data logs were reviewed and the "purge system failure" alarm was confirmed. During case start, the purge cassette was inserted and successfully recognized by the console. Then, when attempting to prime the purge cassette, the piston strokes were not able to reach full length. For this reason, "purge system failure" triggered, indicating that the piston was blocked with only 18% of its range remaining, per imc logs. Returned product was investigated, and again, there was no issue with console recognition of the purge cassette being inserted. Based on data log review and investigation of returned product showing no issue with purge cassette recognition, it was determined that there was no problem found. Priming issue: as mentioned above, data log were review confirmed the alarm triggered due to piston blockage. When the purge cassette was replaced with a new one, it successfully primed on the first attempt. The returned purge cassette was successfully de-aired and primed a pump. However, shortly after, the alarm reproduced. In reviewing these data logs, the strokes of the piston gradually became shorter until the range was small enough to reproduce the alarm. The purge cassette was torn down, and the teeth of the driveshaft showed clear damage and/or wear, which resulted in the driveshaft/pinion not being able to advance the rack/cylinder. Based on data log review and the wear noted on the returned cassette's driveshaft teeth, the root cause of the priming issue was determined to be a piston failure. Vt/vf: it was reported that the patient had several rounds of vt on (B)(6) 2025. It was treated with CPR and a lido gtt. In order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.